Event description:
It was reported that the patient presented for remote follow up via (B)(6). A review of the transmission revealed undersensing of ventricular tachycardia and fibrillation episode exhibited by the implantable cardioverter defibrillator. Undersensing resulted in a delay in high voltage therapy. Programming interventions were made in-clinic. The patient denied any symptoms and was stable.